Manufacturer narrative:
(B)(4). Batch # t5e210.investigation summary:the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria.the event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,it was reported that: would not open, manual override would not work. A photo was received.upon visual inspection of one photo, the following was observed:the photo shows an echelon flex 35 from top view and the jaws and firing trigger can be seen closed with the bailout door removed and a battery loaded.based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Additional information was requested, and the following was obtained:can you please provide more event details?how was the device removed from the patient (i.e. Anvil release button, knife reverse switch, jaws forced open, cut from tissue, etc.)? => no information was provided. But, at least, it was found that the manual override door opened when the sales rep checked the device after the procedure.did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the jaws became not to open with clamping the tissue. Another device was used to complete the case. There were no adverse consequences to the patient. It was found that the manual override door opened when the sales rep checked the device after the procedure.